Event description:
It was reported that the patient experienced arrhythmia and the device administered anti-tachycardia pacing (atp), however, the arrhythmia rate accelerated and the device delivered appropriate high voltage therapy. The physician suspected that not recommended medication may have contributed to the arrhythmia. Due to the nature of the arrhythmia, the physician was uncertain if the initial atp was appropriate or inappropriate. Abbott technical support was contacted and the device was reprogrammed. The patient was in stable condition.